Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported never having therapy effect, they stated shortly after the device was implanted, they turned it off because it was causing pelvic floor muscles to tighten up. They stated the device never worked for them so they had it off, in their body for years. A couple of months prior it began to shift a lot and they could feel the wires in their back at the time of the report. They wished to have the device removed because of this. Physician listings were sent.